Manufacturer narrative:
The boston scientific field representative confirmed the physician planned to continue monitoring the lead; no changes will be made at this time. The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements at the implant procedure, of 2,085 ohms. The following day, the impedance had stabilized to 1,255 ohms and the lead remained implanted and in use. However, the impedance had been trending upward and now an alert was issued in the patient's remote monitoring system because the impedance had reached greater than 2,000 ohms. A technical services consultant discussed the pacing threshold measurements were good and no noise or artifact was observed on the electrograms. The alert limit could be increased to a value up to 3,000 ohms and the lead could continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this device and lv lead. The lv pacing impedance had been gradually decreasing now, from 1597 ohms in (B)(6) 2017 to 1408 ohms in (B)(6) 2018. Pacing thresholds on the lv lead had also improved during that time. There was still no noise observed. The changes in lead diagnostics was suspected to be related to changes in the patient¿s condition. It was noted the lv pacing percentage had decreased somewhat, from 97% to 93%, and technical services discussed sunning smart delay to optimize the av delay as things may have changed with the patient. No adverse patient effects were reported.